Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Additional possible recall numbers include z-1972-2021, z-1973-2021, z-1956-2021 and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges inhalation of toxic chemicals and substances during a house fire, and second degree burns on their face. Medical intervention was not specified. This complaint has been reviewed and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. A report will be filed with all applicable regulatory agencies.